Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
The patient reported that the catheter was severed during a surgery. The patient was told that the ¿tubing¿ was spliced back. At a later date the patient was told by another physician that the catheter was replaced and connected. This occurred during back surgery in 2007. The pump was used to deliver morphine. No symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.